Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/22/2023, it was reported by a patient via phone that she has experienced swelling, and pain after undergoing a procedure in which arthrex products were implanted. This occurred after a bicep tendinosis with a rotator cuff repair and supraspinatus/infraspinatus on (B)(6) 2021. The patient stated she is allergic to steel, and is undergoing allergy testing. There was no additional information available at the time, and additional information has been requested. Additional information was provided on 06/29/2023, it was reported that an ar-1926bc suture anchor was implanted during the initial procedure.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the images from the field, the patient appeared to have reactions on the skin. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.